Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that their piic classic system hung up and was not functioning. There was no patient incident.